Event description:
The manufacturer received information alleging a "ventilator service required" and "fan service needed" alarms occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. There was a lot of dirt contamination observed inside the oxygen module which could have generated damage to the sensors of the o2 plate. The device's power management board was replaced to address the issue. Additional findings not related to the malfunction include the casing of the filter is damaged, which is not allowing the correct assembly of the silencer cover. Its replacement is necessary. In addition, there are traces of rust on some tracks. Both ports of the universal port block are deteriorated.